Event description:
It was reported that approximately 4 hours after a coronary drug eluting stenting treatment procedure, the pt expired. The lesion was in the non tortuous, severely calcified, 80% stenotic mid left anterior descending (lad) artery. The vessel was pre-dilated with a maverick 2.0 x 15 mm balloon. The physician successfully placed a taxus express2 8.8% 2.5 x 16 mm drug eluting stent in the lad. The stent was post dilated with the delivery balloon up to 15 atms. The pt was on plavix pre and post procedure. The pt was discharged around 1800. At approximately 2100 the pt presented to the e.r. With syncope and no chest pain. Eventually the pt experienced "crushing chest pains." Before the physician was able to perform a repeat angiography the pt expired. It is unknown if an autopsy was performed to determine the cause of death.